Event description:
The customer reported that when the generator was turned on, "set output to zero" was displayed. The output knob was then turned to zero and time reset button was pressed, but the message was still on display. Another generator was used. No patient impact.

Manufacturer narrative:
Date of initial report: 08/07/2009. The incident device has been received at the tyco service center and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.